Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that a catheter kink occurred. The patient was not responding to ¿several¿ dose increases and reported itching. A dye study was done and it was believed that was how the kink was suspected. Catheter revision was done on (B)(6) 2013. The device system was used to infuse baclofen and clonidine, it was unclear if the baclofen was compounded or not. The healthcare provider was unaware of the refill status/reservoir volume after surgery.